Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-01448. It was reported that the patient suffered from an infection and pocket erosion was noted. The system was explanted on (B)(6) 2020. The patient was in stable condition.